Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the fractured 014 guidewire was found to be user related, due to retracting the wire tip into the tip of the snare catheter (user error). Retraction into the snare catheter required folding of the wire tip in order to fit inside and the 014 wire is not designed to do that. The final patient disposition was not reported, however, there was no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. An afx 014 guidewire was used to perform the up and over snaring and upon retraction of the wire, the top broke off inside the snare catheter. The tip and the wire were successfully removed from the patient. The rest of the procedure went as expected and concluded without issue. As of the date of this report, there have been no additional patient sequelae reported.